Event description:
The customer reported that following a right and left heart catheterization procedure on december 7, 1999, a vasoseal es was deployed. The pt went home later that day. The pt took a shower the next morning and took the bandage off and did not re-dress the site. The pt also stated that pt took at least one actual bath. The pt was re-admitted to the hosp on december 15, 1999 for a valvular repair and the pt complained of pain at the groin site as many as three days prior to be admitted. An infection was discovered and the pt underwent an incision and drainage of the groin site and IV antibiotics were administered. The pt's surgery was postponed. No further complications were reported.